Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 22 atmospheres on the first and second inflation and at 24 atmospheres on the third to fifth inflation however the balloon ruptured at 24 atmospheres on the sixth inflation. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.